Event description:
Related manufacturer reference numbers: 1627487-2020-31020, 1627487-2020-32571, 1627487-2020-32570 additional information received the patient underwent surgical intervention where the leads were explanted and replaced. Patient now has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy date are estimated. Unable to know which lead high impedance has therefore, both are reported. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-31020. It was reported patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. ¿it was found that one lead had high impedance. As a result, surgical intervention may address the issue.